Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 120 to 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a blood test was performed by the customer fasting and produced test results of 175mg/dl using true result meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/23/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). We went in the meter's memory and the last 5 results did not exceed 250mg/dl; however, further in the memory, the results were reading in the 300's.